Event description:
It was reported that the pacemaker was exhibiting fluctuating pacing impedance measurements, measuring between 500 to 1000 ohms. The patient experienced dizziness and was admitted into the hospital. A device check was completed for the second time the following day. Provocation was performed and the device was manipulated without issue. There was no change in impedance measurements. This device was reprogrammed. On the third day the device was checked again, normal thresholds and no r wave was noted. The pacing impedance measurement was measuring at 340 ohms. The device was manipulated and once again the impedance measurements were recorded and were within range. The plan is to continue monitoring this patient. Additionally, the patient had a 24 hour tape and this showed periods of non-capture. The patient's underlying rhythm was around 30bpm. Subsequently, the competitor right ventricular (rv) lead was capped and replaced with a boston scientific rv lead. Normal measurements were noted post implant. No additional adverse patient effects were reported. This pacemaker remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).